Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the vibration began to buzz loudly. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the buzzing anomaly occurred during the self test. The insulin pump will be returned for analysis.